Event description:
The customer called and indicated his wife went to turn on the pump, and they heard a noise that sounded like static electricity. When they looked where the noise was coming from, there were sparks coming from the transformer. Pump is at least three years old.

Manufacturer narrative:
A manufacturer representative spoke to the customer and advised them this could have been the transformer cord was twisted from storage. Information was given regarding where a replacement part could be purchased. The original part was not returned for further investigation. Therefore, no definitive conclusion can be made regarding the cause of the reported product problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.